Event description:
On november 14, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 146 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report (B)(6) 2025. G3. Date received by the manufacturer? 11 february 2025. H3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 65 post insertion. The sensor was tested in-house, the investigation analysis was inconclusive due to a significant portion of missing hydrogel over the optics. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. A review of sensor glucose data showed optical instability from (B)(6) 2024 onwards and this most likely contributed to the observed sensor replacement alert. This is potentially due to poor recovery from impacts to the insertion site. Case information do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report (B)(6) 2025. G3. Date received by the manufacturer? 11 february 2025. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.